Event description:
It was reported that the ventilator stopped ventilating. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. Provided ventilator logs were reviewed. The reported event date and time was (B)(6) 2022 between 12:00-1:00 pm. In the event log, there is no indication of any stop of ventilation during the reported time period. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Successful pre-use checks were performed prior and after the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period.